Manufacturer narrative:
The reported complaint of tore balloon on the solex 7 catheter was not confirmed during visual inspection and functional testing. A visual inspection of the returned catheter was performed. The serpentine balloons were examined and there were no tears, balloon bond detachment or rupture noted. Blood had accumulated/dried up on the balloons. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. No leak was observed. All lumens flushed as intended. During manufacturing, all catheters are 100 % inspected. Only units that pass are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints reported for solex 7 catheter with lot number 81065.

Event description:
As reported, during ivtm therapy set-up on a 67 year old patient in cardiac arrest, customer reported that during the doctor attempted to insert the solex 7 catheter (lot # 81065) over a guidewire through the patient's left jugular vein, the balloon tore on the catheter. The doctor was an intermediate level placing with zoll solex catheter but managed to place another solex catheter in the same insertion site smoothly and ivtm continued with no issues. No known impact or consequence to patient information was available.